Manufacturer narrative:
(B)(4).

Event description:
It was reported during catheter implant/revision procedure, the hcp was able to remove the catheter guidewire after initial difficulty. At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.